Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "after three (3) minutes of use, the machine frequently alarmed for helium leakage. The issue could not be resolved by adjusting the equipment and the catheter. As a result, the catheter was replaced, and the problem was solved". There was no report of patient complications, serious injury or death. Patient condition reported as "fine".

Event description:
It was reported that "after three (3) minutes of use, the machine frequently alarmed for helium leakage. The issue could not be resolved by adjusting the equipment and the catheter. As a result, the catheter was replaced, and the problem was solved". There was no report of patient complications, serious injury or death. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for iab helium loss alarm is confirmed. Sample was returned for investigation no serial number was reported. The serial number on the returned sample is hl10047. The reported lot number matches the lot number for the returned sample. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in plastic bag. Upon return, the distal end of the teflon sheath was noted at approximately 34cm from the iabc distal tip; clear fluid was noted in the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped (inp-6). Bends were noted to the central lumen at approximately 5.8cm, 42.5cm, 57.5cm, and 69cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc; no blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0059in-0.0062in and was within specification of process documents. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with internal quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris was noted. The iabc was leak tested using the mdt-50 in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, a puncture on the iabc bladder, consistent with contact from sharp object, was noted near the proximal end of the bladder at approximately 26.8cm from the iabc distal tip. No other leaks were detected during functional testing. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 5.9cm, 43.4cm, 58.4, and 69.9cm from the iabc distal tip, which are the location of the previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 12cm, 24.6cm, 40.1cm, and 77.3cm from the iabc luer, which are the location of the previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is undetermined. The most probable potential cause of how the catheter came into contact with a sharp object is customer handling. No further action required at this time. This will be monitored for any developing trends.